Event description:
During an atrial fibrillation procedure, air bubbles were present while a volt catheter was inserted into the agilis 13f sheath. The sheath was exchanged, and new air bubbles were present. The second sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.